Manufacturer narrative:
The pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad buttons were found to be responding intermittently. Multiple button presses are required to elicit a response. The keypad was removed and contamination was observed under the button contacts. Unrelated to the event the display was found to be dim. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
It was reported that the keypad buttons are not responding properly and they need to be pressed several times before they respond.